Event description:
Information received from the field notes that immediately after the implant procedure, pericardial effusion without hemodynamic deterioration was observed. Treatment was unsuccessful and the physician elected to re-operate and replace the lead.